Event description:
The patient had primary hip surgery on (B)(6) 2021. On (B)(6) 2021, the patient came in due to signs of an infection and the pathogen was unknown. The surgeon performed a washout and revised the head and liner. Presently, on (B)(6) 2021, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all components, and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 19 november 2021: lot 2100154: (B)(4) items manufactured and released on 17-feb-2021. Expiration date: 2026-02-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with a similar reported event. Another devices involved: batch review performed on 19 november 2021: ball heads: mectacer 01.29.231h head biolox option ø 32 (k131518) lot 2006706: (B)(4) items manufactured and released on 21-oct-2020. Expiration date: 2025-09-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cup: mpact 01.32.150sh acetabular shell ø50 no-hole (k132879) lot 2012948: (B)(4) items manufactured and released on 01-apr-2021. Expiration date: 2026-03-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Stem: masterloc 01.39.009 cementless ti coated std stem size 9 (k151531) lot 166772a: (B)(4) items manufactured and released on 19-may-2020. Expiration date: 2025-04-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Ball heads: mectacer 01.29.242a sleeve size l (k131518) lot 2006675: (B)(4) items manufactured and released on 30-oct-2020. Expiration date: 2025-09-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.